Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent reported "has" "hazy fluid" that was manifested by stomachache and vomiting. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient was not hospitalized for the events. At the time of this report, the patient was recovered from the events and dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.